Event description:
On (B)(6) 2018, a 35mm amplatzer cribriform occluder was implanted. During a follow-up visit on (B)(6) 2018, echocardiogram revealed a possible erosion, and the user suspected the device was "scraping" against the aorta creating a fistula. On (B)(6) 2018, the device was explanted and a sternotomy was performed revealing there was no erosion or damage to the aorta. The occluder was intact, but the discs were reported to be very spaced apart. The defect was closed with surgery. On (B)(6) 2018, the patient was discharged.

Manufacturer narrative:
An event of ¿the discs were reported to be very spaced apart¿ was reported. The returned explanted 35 mm amplatzer cribriform occluder met dimensional specifications when analyzed at abbott, however, an accumulation of white tissue was observed at the waist between the distal and proximal discs. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown; however an interaction between patient anatomy and device could not be excluded.